Event description:
The affiliate stated the customer reported amc timeout condition 11 system message and a mixture of blood and diluent leaked from under the aspiration needle involving the coulter lh 750 hematology analyzer. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated no erroneous patient results were generated. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the needle interlock actuator valve on solenoid #23 and resolved the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the needle interlock actuator valve on solenoid #23. A definitive root cause is unknown. (B)(4).